Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on an unspecified date, the customer had experienced low blood glucose (bg) levels between 62 - 70 mg/dl. Tandem technical support was not contacted at the time of the reported issue. The contact stated that the low bg level was due to the customer being new to the pump and settings being adjusted. It was indicated that the healthcare provider is working on adjusting pump settings for the customer.